Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a packing coil (pc), a lantern delivery microcatheter (lantern), a ruby coil detachment handle (handle), and an angiographic catheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, while advancing the pc through the lantern, the physician experienced resistance and the pc became stuck within the mid-shaft of the lantern. The physician then noticed via contrast imaging that the pc had unintentionally detached within the lantern. Therefore, the lantern containing the detached pc was removed. The procedure was completed using a non-penumbra coil and the same angiographic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly distal tip was fractured, and the pull wire was out of its initial position inside the pusher assembly distal tip and was protruding through the fracture. This type of damage may occur if the device is forcefully retracted against resistance during use. The reported tortuous patient¿s anatomy may have contributed to resistance during the procedure. Further evaluation revealed offset coil winds on the embolization coil and kinks along the pusher assembly. This damage may have occurred during manipulation of the device against resistance or during packaging for return to penumbra. Penumbra products are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.